Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient's dexcom cgm readings were highly inconsistent, fluctuating between very high and very low values; however, specific cgm values were not recalled. Believing the cgm readings were accurate, the patient administered 20 units of lantus and a total of 15 units of novolog throughout the day before confirming his glucose level with a fingerstick test. During the event, the patient experienced cold sweats and lethargy. The patient later suspected that the cgm readings were inaccurate and contacted emergency medical services (ems). Prior to ems arrival, the patient consumed candy and orange juice. Upon ems evaluation, an fsbg reading was 70 mg/dl. The patient was unable to recall the corresponding cgm value at that time. The patient was transported to the emergency department (ed) for further evaluation and was subsequently admitted. During hospitalization, fsbg readings were reported to be approximately 50¿55 mg/dl, while the cgm displayed approximately 60¿70 mg/dl. No additional medications were administered during the hospitalization. The patient remained under observation for one day and was discharged on (B)(6) 2026. At the time of the report, the patient was doing well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.